Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records (B)(6) 2018. Patient underwent revision surgery due to pain, instability, and swelling. The surgeon suspected loosening, however, both the femoral component and tibial tray were well-fixed. The femoral and tibial components were removed. The surgeon noted a small amount of wear on the tibial insert. The patella component was reported to be well-fixed and not removed. Depuy cement was used during the primary surgery. Competitor products were implanted during revision surgery along with depuy cement. Doi: (B)(6) 2015 dor: (B)(6) 2017 right knee.